Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9 - date returned to mfg, g4 - PMA/510(k) #, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "tip damaged" was confirmed. However, the reported failures "image has stripes" and "piece broken off near connector" were not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction "tip damaged": the fiber bonding in the outer tube area (distal end) is damaged. In addition, based on the results of the investigation, and since the device malfunctions "image has stripes" and "piece broken off near connector" were not confirmed during evaluation, the definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented the tip damaged, a piece broken off near connector, and the image has stripes. The issues were discovered during its installation. There were no reports of patient involvement.